Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to bacteremia. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection were known inherent risk of device. Analysis of the returned product was not able to provide relevant information for infection-related allegations. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; h3: device eval by manufacturer; and h11: additional MFR narrative.

Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to bacteremia. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.